Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated alinity I stat high sensitivity troponin-I result for a 26-year-old female patient. A second sample was drawn an hour later, yielding a normal result. The first sample was repeated on two analyzers, and the results were normal. The following data was provided: customer¿s normal range: 0 to 14 ng/l. Sample (B)(6): initial result = 39.49 ng/l; repeat result on the same analyzer = <2.70 ng/l. Repeat result on another analyzer = <2.70 ng/l. Sample (B)(6) (drawn one hour later): result = <2.70 ng/l. No impact to patient management was reported.

Event description:
The customer reported a falsely elevated alinity I stat high sensitivity troponin-I result for a 26-year-old female patient. A second sample was drawn an hour later, yielding a normal result. The first sample was repeated on two analyzers, and the results were normal. The following data was provided: customer¿s normal range: 0 to 14 ng/l sample 1: initial result = 39.49 ng/l; repeat result on the same analyzer = <2.70 ng/l. Repeat result on another analyzer = <2.70 ng/l. Sample 2 (drawn one hour later): result = <2.70 ng/l. No impact to patient management was reported.

Manufacturer narrative:
The alinity I processing module, serial number (B)(6), was considered the likely cause of the result issue as a single definitive part could not be determined and no troubleshooting was performed. However, sample integrity cannot be ruled out. A review of instrument service history for ai22489 revealed no additional tickets associated with discrepant or erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review for similar complaints did not identify an increase in complaint activity related to the current issue. The device history record was reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity I processing module, serial number ai22489, was identified.